Manufacturer narrative:
Additional manufacuring narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported using a radical-7 in the delivery room and stated it was difficult to get a reading during resuscitation on difficult cases. Per the customer, it sometimes takes up to 10 minutes to obtain a reading. The customer measured the hr using the ECG and noticed that the displayed pr was wrong. The real hr was much lower. No patient impact or consequences were reported.